Event description:
It was reported that during a vnotes procedure, a device was used while plugged into a generator, approximately half way (30 minutes). A jaw issue occurred in which the device was difficult or impossible to open and became stuck on tissue. It was reported that surrounding tissue was resected to remove the device that extended the procedure by about 10 minutes. Another device was pulled and used normally. The device was removed and cleaned before the issue occurred. Nothing looked abnormal about the device and the blade did not extend beyond the edge of the jaw.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.